Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the stored egms revealed that the device delivered a high voltage shock into a low impedance load on (B)(6) 2010, while the patient was in an arrhythmia. The low impedance damaged the device's hv output circuitry. The patient's arrhythmia was not converted and when the device charged to deliver the next shock an output circuit damage was detected by the device. An ocd alert occurred and no further therapies were available. The lead is believed to be damaged.

Event description:
There was no allegation from a health care professional that the death was device related. However, analysis of the ICD revealed that the lead was possibly damaged.